Event description:
Customer reported receiving frequent motor error alarms, lost signal alerts, and a button error alarm. The blood glucose reading was not given. Customer stated that the motor error alarm occurred during basal delivery. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. She stated that the drive support cap appeared to be normal and recessed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery tests. No button error alarm noted. No motor error alarm noted. No lost sensor alarm noted. Unable to prime during prime test due to faulty force sensor. However, insulin pump had an intermittent button response due to moisture damage to keypad traces. Motor tested outside device and passed. Insulin pump had a cracked case near lcd window corner, minor scratches to lcd window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.